Manufacturer narrative:
Suture loop. Device evaluation: x-ray demonstrated wireform intact. Indentations were observed on the free margins of leaflets 1 and 3 near commissure 1. These indentations are characteristic of suture track, which indicated suture was looped around commissure 1. Sewing ring cloth had been cut around leaflet 2 at the inflow aspect. No other visible inconsistencies were observed on the valve. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of regurgitation could not be confirmed through visual observation; however, evidence indicating suture was looped around commissure 1 was found. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation right after implant is due to procedural related issues and is unrelated to the device. Based on the information received and results of the device evaluation the root cause of the event is indeterminable; however, operational context (technique) likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 27mm mitral pericardial valve, implanted in the mitral position, was explanted at implant due to severe mitral regurgitation. After implant of the 27mm pericardial mitral valve the patient was weaned from cardiopulmonary bypass at which time, intraoperative transesophageal echocardiography showed severe mitral regurgitation with one of the leaflets of bioprosthetic valve noted to be immobile and showed bioprosthetic valve dysfunction.. Upon removal of the 27mm mitral valve, the leaflets along one of the posts was noted to be deformed. A 27mm porcine valve was then implanted. When the patient was weaned from cardiopulmonary bypass, a large amount of bleeding was noted coming from behind the heart and on examination, it was identified that the patient had suffered atrioventricular disruption. The 27mm non-edwards porcine valve was then explanted to perform repair from inside the heart. It was reported that following the repair another 27mm non-edwards porcine valve was then implanted. Follow-up with the surgical staff indicated the tricentrix holder was deployed as it was reported an audible click was noted during preparation. It was unclear when the surgeon removed the tricentrix holder during the case. It was indicated that valve and leaflet sparing technique was used. The valve will be returned to edwards for evaluation. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition.